Event description:
Customer alleged controller froze and chair shut down. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model fdx-mcg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1163181 rev d ((B)(4)) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6) and weighs (B)(6). The consumers preexisting medical condition states he is a quadriplegic. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that when the chair stopped working they contacted their dealer and were instructed to unplug the cable in the rear of the chair & plug it back in. This action appears to have resolved the issue. No further issues.